Manufacturer narrative:
Welch allyn attempted to obtain the type of comm error from this user facility. Although the reported problem could not be duplicated or confirmed, evaluation of the device revealed corrosion of the chart recorder cable, defib comm cable, connector j218 on the motherboard, and the protection board. Evaluation of the device's gasket materials did not reveal any faults or failures. It, therefore, appears that the liquid that caused the corrosion entered the device through the pads connector holes as a result of long-term exposure to moisture. The device was repaired and, as a preventive measure, all connectors were disconnected, reattached, and secured and all integrated circuits in sockets were removed and reseated to assure continuity. The device was tested and performed in accordance with its specifications.

Event description:
When performing daily check, device displayed lead fault and some type of comm error.